Event description:
Complaint description: the info provided in this report was gathered from a hospital report dictated by the hosp physician in 1999. The report stated that during an esophagogastro duodenoscopy procedure ("e.g.d."), a patient was intubated with a video gastroscope. The scope passed into the stomach and duodenum, biopsy forceps were passed into the duodenum and a photo was taken of the area. The physician's report mentioned that unknown to the staff, the photo "frame" was frozen and the biopsy forceps were passed too far into the duodenum. After restarting the computer, endoscopy personnel noted that there was an area of grayish denuded tissue and blood in the duodenum. The blood was suctioned and the bleeding was stopped prior to removal of the endoscope. The procedure was completed; perforation was not noted at that time. The physician stated that an abdominal film would most likely be ordered later that night to rule out perforation from the biopsy forceps. Approximately two months following the occurrence, hospital clinical supervisor reported to an olympus sales representative that perforation had occurred and surgery was required for repair of the injury. When contacted by an olympus regulatory associate, clinical supervisor advised the associate that all info regarding the event was included in the report.